Event description:
On (B)(6) 2012, the patient contacted animas to report that on (B)(6) 2012, she obtained the blood glucose readings of 523 mg/dl and 532 mg/dl, and experienced the symptoms of weakness, generalized body pain and nausea. The patient contacted her physician for assistance/advice, and was advised to correct her blood glucose level with an injection of insulin via a syringe. The patient noted she had obtained occlusion alarms from the pump. The patient noted her previous infusion site may have been in scar tissue, which can contribute to under infusion and occlusion alarms. During the troubleshooting telephone call, it was revealed there was blood in the cannula. The patient's technique may have been incorrect by placing the infusion set in scar tissue and getting blood in the cannula, which may have contributed to under-infusion of insulin. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: review of the pump history showed evidence of alarms due to high force. An ¿ezprime¿ sequence was successfully performed with no issues. The pump was exercised for 24-hrs on a 1.0u/hr basal program; no occlusion alarms were duplicated during this time. A force sensor calibration check showed the pump is detecting the correct force. A crack near the case seal of the battery compartment was observed during the investigation. The display screen had a pink contrast. Removed cover and replaced pink display with test display. The test screen is fully illuminated with no visible signs of discoloration. No evidence of internal moisture found inside the pump. There was an unidentified force high. Force sensor calibration reading okay.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.